Event description:
Customer reported an issue where the pump battery was depleting too quickly, leading to a pump shutdown. Resulting in an extremely high blood glucose level, exceeding 500 mg/dl, although specific value was not recorded and displayed as "high". Customer addressed elevated blood glucose by administering a correction bolus through the pump. Customer declined troubleshooting with tandem technical support and declined to provide further information.